Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Unit alarmed a33 during rewind due to corrode the motor home switch. Unable to perform self test and displacement test due to motor error alarm. Pump history download using thds was successful. However, there is no data available on event date, unable to perform data analysis for a33 alarm complaint. Cut and open pump to visual inspection moisture damage found on the battery connector, and vibrator assembly. The test p-cap/reservoir does lock into place properly. The following were noted during visual inspection: unit had scratched case, cracked reservoir tube lip, cracked battery tube threads, stained end cap sticker, stained address/serial number label. A33 alarm during rewind due to corrode the motor home switch and moisture damage electronic assembly confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported that insulin pump was exposed to moisture.  The customer reported no adverse event. The event involved product(s) mmt-712ews. Troubleshooting was not performed. No harm requiring medical intervention was reported. Mmt-712ews was returned for analysis.